Manufacturer narrative:
H6: previously applied fdc d16 code has been updated to d20. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medical safety review stated that the event and it's severity (critical, 4, as per report "patient was paralyzed on one side of their face") are known and labeled per risk documentation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during facial trigeminal nerve case of acoustic neuroma, nim vital system gave no response when used. It did not indicate when it was on a nerve. When probing the nerve, no auditory feedback (hearing irritation to nerve is not present). The amplitude of the response (measured in microvolts) either did not stay on the screen or did not show at all. Default settings, except throughout the case, he changed the stimulation settings from 0.05 to 0.3, and then to 0.1. Occasionally changed/decreased the advanced audio settings during the case. Audio is off compared to nim 3.0 and artifact noise is too loud, with emg in the distant background. Occasionally, he adjusted the advanced audio settings during the procedure. He was uncertain if the facial paralysis the patient experienced upon waking was related to the nim vital. Patient was paralyzed on one side of the face.